Event description:
It was reported via a technical services inquiry call that the rv (right ventricular) lead had dislodged. An intervention was done to reposition the rv lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 1258t, competitor implantable pacing lead; implant: (B)(6) 2013. (B)(4).